Event description:
The event is reported as: the customer alleges that there is a "leak in the screw thread ((B)(4)) with clinical consequences; patient who had been extubated denatured whereas he was connected to oxygen".

Manufacturer narrative:
A device sample was not returned for evaluation at the time of this report.